Event description:
It is reported that the patient experienced a button error on their insulin pump. The patient's blood glucose level was 368mg/dl. Trouble shooting was performed and found water exposure. Patient is advised to resort to backup method and cease use of the insulin pump. Pump is being returned. No further information available.

Manufacturer narrative:
The insulin pump alarmed for a button error due to moisture damaged on the keypad traces. No moisture damage on electronics was noted. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.